Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned photo sample noted one opened (without original packaging), used blackmore tube. Visual inspection of the photo sample noted that the balloon was ruptured. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿latex balloon burst or develops holes due to degradation or exposure¿. However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: ¿blakemore esophageal-nasogastric tube. Instructions for passing the esophageal balloon for the control of bleeding from esophageal varices. Adult and intermediate sizes numbers 0092100 and 0092300. Caution: test balloon for air leakage and proper inflation before using tube. Single use. Non-sterile. Caution: this product contains natural rubber latex which may cause allergic reactions. Warning: it is mandatory, assuming that the balloon has controlled the bleeding, to determine the state of the liver prior to removal of the esophageal balloon. Removal of the balloon too early in an individual with marked prothrombinemia or thrombocytopenia will lead to resumption of bleeding. It is safe to tampon esophageal varices for prolonged periods, months if necessary, in preparation for operation if no traction is applied. Warning: on tube, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Storage: store at room temperature away from direct exposure to light, preferably in the original packaging. Sterilization: if sterile use is desired, the tube may be sterilized by ethylene oxide or steam autoclave. Remove plastic plugs prior to sterilization. Typical conditions for ethylene oxide sterilization are 500 mg/l ethylene oxide, 30-70% relative humidity, and 120-130°f. Exposure times will vary depending on the type of equipment used. The equipment manufacturer¿s recommendations should be followed along with the proper use of biological controls. Aeration cycles for the removal of ethylene oxide residues should be carried out according to the equipment manufacturer¿s instructions. Typical conditions for steam sterilization are 20 minutes at 250°f or 5 minutes at 270°f.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the balloon had ruptured while on use on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon had ruptured while on use on the patient.